Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedics lost the transmitter customer was transported to emergency room due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer¿s blood glucose level was 600 mg/dl. Customer¿s current blood glucose level was 108 mg/dl. Customer woke up and heated some leftover turkey , mashed potato and pumpkin pie and that came up to 7-8 units of bolus at that time blood glucose level was 200 mg/dl to 300 mg/dl and started eating. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.